Event description:
Additional information reported that the distal end of the guide wire was lost during packaging for return.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy calcification. After use with the pilot guide wire, it was observed that the polymer on the tip was peeling. It was noted that there was resistance with the anatomy during advancement. Some polymer was lost during packaging for return; however, it was confirmed that no portion of the guide wire remained in the patient. A new guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported peeling of the polymer coating was unable to be confirmed. Scanning electron microscopy (sem) analysis confirmed that that the core exhibited a separation. The sem analysis concluded that the core failure may be attributed to ductile overload. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.